Event description:
A (B)(6) male with a history of htn, hld, tobacco abuse, cad s/p des x 4 who presents for evaluation of urticaria. He reports that in (B)(6) 2012, he had an mi (nstemi per records) and had two xience v drug-eluting (everolimus) stents placed (mid lad and proximal circumflex). He was started on a regimen of aspirin and plavix which he tolerated well. In (B)(6) 2013, he had another mi and had another 2 stents placed (promus everolimus drug-eluting stents, both in mid lad). He states that the following morning, he awoke with "bumps on his head" which were red, raised and extremely pruritic to the point he scratched so hard he bled. He has had hives daily since that time, without relief, and feels they are becoming larger and more diffuse, now involving his entire trunk and extremities as well. They have been associated with lip and throat swelling and sob once, in (B)(6) 2013, for which he was seen at (B)(6) hospital and given a "shot of something" which they think may have been epinephrine. He has been to the ed 5-6 times and he has required 3 bursts of prednisone for this. He has had his oral anticoagulant changed from plavix to brilinta to effiant with no change in his hives so he has been placed back on plavix. He denies any change in his other medications for the past several years, with no prior reactions to any of them. I spoke to boston scientific and they are not willing to provide materials for patch testing. They stated the only way to obtain materials for patch testing would be to disassemble a stent provided by a cardiologist's office (which would mean that either the cardiologist or myself would have to pay for the product).